Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission showed that inappropriate anti -tachycardia pacing was delivered by the implantable cardioverter defibrillator. Inappropriate therapy was due to suboptimal programming. No patient symptoms were reported.